Manufacturer narrative:
Event related to report 2029214-2022-00486. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two ped2 pipelines failed to open in the distal section. The patient was undergoing endovascular treatment. The devices were prepared according to the instructions for use (IFU). The catheter was flushed as per IFU.  The open cavernous brain segment with the right internal diagnosis for endovascular treatment. Opted for treatment with stent placement. In anatomy, the patient has a very tortuous segment with a local stenosis in which the stent has not been completely opened (distal part and media of the stent body). No symptoms were reported.  Ancillary devices: fg15150-0615-1s, lot my21-027 catheter.

Event description:
Additional information was received indicating the pipeline was placed in an aneurysm of the cavernous segment of the right internal cerebral artery. The patient's anatomy was very tortuous at a segment with a local stenosis and there was an incomplete opening of the distal and middle of the body. There was an additional attempt made which also did not open the stent pipeline. Both attempts were guided with the phenom microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: as found condition: two pipeline flex w/ shield devices and two phenom-27 micro catheters were returned for analysis within a shipping box and within two sealed plastic biohazard pouches. It is not possible to determine which device belongs to which pli and will be analyzed together. Visual inspection/damage location details: (first set of pipeline flex w/ shield and phenom-27) no damages or irregularities were found with the phenom-27 micro catheter hub. The micro catheter was found kinked at ~50.1cm from the proximal end. No damages or irregularities were found with the distal tip or marker band. The pipeline flex w/ shield hypotube was found stretched with the ptfe shrink tubing undamaged. No damages or irregularities were found with the proximal bumper, resheathing marker or resheathing pad. The pipeline flex w/ shield pusher was found separated on the distal core wire proximal to the ptfe dps sleeves. The ptfe dps sleeves and dps restraints were found undamaged. The tip coil was found damaged. The returned braid was found within the phenom-27 micro catheter. The proximal braid was found fully opened, damaged and frayed. The distal braid was found tapered, damaged and frayed. (Second set of pipeline flex w/ shield and phenom-27) no damages or irregularities were found with the phenom-27 micro catheter hub. The pipeline flex w/ shield pusher was found extending out of the attached rhv ~43.1cm. No damages or irregularities were found with the phenom-27 micro catheter body, distal tip or marker band. The pipeline flex w/ shield device was advanced out against light resistance. The pipeline flex w/ shield hypotube was found unstretched and undamaged with the ptfe shrink tubing undamaged. No damages or irregularities were found with the proximal bumper, resheathing pad or resheathing marker. The ptfe dps sleeves and dps restraints were found undamaged. The tip coil was found undamaged. The proximal braid was found fully opened, damaged and frayed. The distal braid was found tapered, damaged and frayed. Testing/analysis: the first phenom-27 micro catheter total length was measured to be ~159.0cm and the usable length was measured to be ~152.5cm. The second phenom-27 micro catheter total length was measured to be ~159.1cm and the usable length was measured to be ~151.6cm. Both micro catheters were within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). The broken distal wire was sent out for sem analysis. Sem result: the wire failed via tortional overload. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed for both devices; however, the cause could not be determined. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling stents, or inappropriate anatomy. Customer reported devices were prepared and flushed per IFU, patient vessel was very tortuous with a ¿local stenosis in which the stent has not been completely opened¿. The distal wire was found broken. From the damages found: hypotube (stretch), distal wire (separation), tip coil (damaged), it is likely the device was advanced/retracted against resistance. It is possible the kink found on the micro catheter contributed towards the resistance. This event is similar to a previous investigation and a new investigation is not required. There was no non-conformance to specifications identified that led to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.